Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient had not been feeling well, and the physician felt the patient was not able to tolerate vvi pacing, so opted to replace the device rather than wait for the software tool. Following explant, the device was beeping and tones could not be shut off by turning tachy mode off with programmer.